Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Attachment: user facility voluntary medwatch mw5086766. [#mw5086766 (B)(4)].

Event description:
User facility medwatch report received that states: after deflation of the balloon, the balloon was unable to be pulled into the guide catheter.